Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced an overgrowth of skin tissue around the implant site. The patient was placed under general anesthesia on (B)(6)2012, to facilitate an excision of overgrown tissue. The abutment was also exchanged for a longer model during the same procedure. The implanted device remains.